Event description:
During the procedure, contact force could not be established with four separate catheters. The tactisys was exchanged to resolve the issue.

Manufacturer narrative:
Additional information: d9, g3, h3. One tactisys quartz was received for evaluation. Visual inspection revealed the front catheter port was not fully seated. The remaining front ports, rear ports, chassis, and label were free of physical damage. When power was applied, the tactisys quartz passed post (power-on-self-test) and communication was established. A known-good catheter was connected, and contact force was not observed. Fiso diagnostic identified a signal loss at channel three. The orange fiber optic cable was temporarily replaced with a known-good one and functionality was restored. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to the orange fiber optic cable.